Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. (B)(4). Device was discarded.

Event description:
It was reported that patient presented with swelling. Patient was revised due to cysts and the mobile bearing was out of place. Non union, inflammation and infection were not reported.

Manufacturer narrative:
Evaluation revealed an unknown sliding core to be the subject products. Other implants remained in patient and were classified as associated items. A physical examination could not be carried out as the device was not received for evaluation. According to information received the item in question had been discarded. A review of the device history records could not be carried out as the lot code was unknown and not available. Thus, a reasonable examination and investigation was not possible. A broken poly could not be verified on received x-rays. Referring to a medical opinion of reviewed x-rays the event was caused most likely by patient conditions as ¿the implants are in position with regard to the individual components of the tibia and talus. ¿the lack of bone and ligament does not allow for a stable joint and that appears to be the etiology and not implant failure.¿ with available information a deficiency of the items could not be verified. The file will be closed formally. If further information and / or the device should become available, investigation will be reopened and updated.

Event description:
It was reported that patient presented with swelling. Patient was revised due to cysts and the mobile bearing was out of place. Non union, inflammation and infection were not reported.